Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a patient sample processed on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. An instrument issue is an unlikely cause of the event. A pre-service within-run diagnostic precision test was within acceptable guidelines. Additionally, an ortho fe did not identify microwell contamination and performed minimal service actions on the vitros 5600 integrated system. Based on historical quality control results, a vitros tropi es lot 4030 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 4030. Furthermore, pre-analytical sample processing could not be ruled out as a contributing factor, as the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Email address for contact office in field (B)(4).

Event description:
The customer observed a non-reproducible, higher than expected, vitros tropi es result obtained from a patient sample tested on a vitros 5600 integrated system. Patient sample result of 0.552 ng/ml versus the expected result of <0.012 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result was reported outside of the laboratory and the patient was admitted to another site due to the vitros tropi es result of 0.552 ng/ml. However, a corrected report was later issued for the patient and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4).